Manufacturer narrative:
Additional information provided in b.6., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. A review of the logfiles showed that no treatments were conducted on the reported event date. Logfile review showed all laser system functions were within specifications. The logfile showed sixteen successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment report. The user performed an energy check for the whole day. However, it is recommended that an energy check is performed before each patient. The measured energy was stable. No issues with the treatments throughout the day are evident. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to be returned for investigation. The root cause cannot be identified conclusively based on provided information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient was not able to drive and had experienced blurry vision, in the left eye with post-operative refractive value was greater than two diopters after refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).